Event description:
The device defibrillator was charged in an attempt to administer defibrillator therapy to a pt. Reportedly, the device would not discharge energy to the pt. A backup device was immediately made available and used to resuscitate the pt.